Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged they are is having an issue with the pump but are not sure of the actual issue. There was no allegation of an adverse event. Animas was unable to contact the reporter for additional information. This complaint is being reported due to non-specifc allegation of a pump malfunction.